Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use. The home patient (hp) stated that the alarm occurred during the previous night's therapy. The hp then disconnected and shut the hc off . The baxter technical representative (tsr) explained the alarm to the hp. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed . The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.